Event description:
Patient was seen for routine follow-up in physicians office on 4/13/92. The patient's pulse generator had a battery charge time of 9.1, so he was scheduled to have the device replaced 4/16/92. The procedure was necessary because of battery depletion indicated by the vri of the implanted pulse generatordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: end of life - premature, telemetry failure, inherent risk of procedure, battery failure - accelerated depletion. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.